Event description:
The customer reported the power source is not charging the batteries. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the power source is not charging the batteries. There was no report of patient involvement. This compliant is still being investigated. A follow-up report will be submitted upon completion of the investigation.